Event description:
A malfunction unknown was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.